Event description:
It was reported during in clinic follow up that the atrial lead exhibited loss of capture. Imaging confirmed that the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.